Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient presented to the hospital on (B)(6) 2025 with acute decompensated heart failure with complaints of worsening shortness of breath and had a severely reduced left ventricular ejection fraction of 25% due to ischemic cardiomyopathy, and no further revascularization options. The medical team decided to work the patient up for a left ventricular assist device (lvad) implantation or heart transplantation. The patient's condition deteriorated, requiring escalation of medical therapy to include continuous inotropic support and increased diuretic infusions. Subsequent right heart catheterization (rhc) confirmed severe hemodynamic compromise, revealing elevated cardiac filling pressures and a mixed venous oxygen saturation of less than 55%. The medical team decided to place an impella 5.5 for mechanical circulatory support. The patient was brought to the operating room, was intubated, and the impella 5.5 was implanted via the right axillary artery without complications. On support day 3, the patient experienced episodes of ventricular tachycardia. It was noted that the impella flows remained stable throughout the episodes, and an echocardiogram was ordered to review impella placement. The patient remained hemodynamically stable. On support day 14, the patient experienced worsening blurry vision. An emergent computed tomography (CT) scan was performed and revealed an inclusion in the internal carotid artery. Neurology was consulted to determine the etiology of the stroke with high suspicion for a cardioembolic cause. A repeat CT did not reveal a thrombus. As a result of the patient¿s complication, the impella was weaned and explanted. The patient's outcome at the time of explant is unknown.